Manufacturer narrative:
The pt identifier was not provided. Sorin group received a report that during a vein harvesting procedure, the jaws of the vascuclear precision bipolar broke into two pieces inside of a pt's leg. The clinician was able to recover the pieces by incision. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that during a vein harvesting procedure, the jaws of the vascuclear precision bipolar broke into two pieces inside of a pt's leg. The clinician was able to recover the pieces by incision. There was no report of pt injury.